Manufacturer narrative:
Complaint (B)(4). Received 20rk 455071p/b240238t for evaluation. Received customer picture. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Furthermore, no kickback was observed during filling of samples. The alleged malfunction could not be duplicated. Corrected and additional data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes pop off the needle as soon as it is inserted and fly across (the room) and sometimes hit the floor. When customer is successful at keeping the tubes on and completing the draw, each tube is coming out hemolyzed after centrifugation. Customer confirms use of quest validated speed and time of centrifugation (1600g for 15 minutes).